Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed during bolus requests on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experience intermittent low blood glucose (bg) levels in the 30s (mg/dl). Reportedly, the customer believes the pump was delivering too much insulin. The customer consumed carbohydrates to address bg level. Subsequently, the customer's bg level rose to the 300s after consuming the carbohydrates and boluses via the pump were delivered. A recommendation was made for the customer to discuss bg levels with a healthcare provider.